Manufacturer narrative:
Correction to field e1: initial reporter country.

Event description:
It was reported that during x-ray examination, this right ventricular (rv) lead was noticed to be dislodged, which caused a loss of capture. The physician decided to perform a lead revision. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during x-ray examination, this right ventricular (rv) lead was noticed to be dislodged, which caused a loss of capture. The physician decided to perform a lead revision. This lead remains in service. No additional adverse patient effects were reported.